Event description:
It was reported by a physician that diagnostics on the device resulted in high impedance. Furthermore, the pt was having an increase in seizures activity. An x-ray of the device has been taken. A revision surgery in the future is likely. Attempts for further info have been unsuccessful to date.